Manufacturer narrative:
The complainant was contacted for return of the device. The customer has responded and indicated that the device was taken out of service and the 17 year old device is being evaluated for replacement internally. The device will not be returning to zoll.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not respond to the front panel controls. Complainant indicated that there was no patient involvement in the reported malfunction.